Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e3. A getinge field service engineer (fse) upon arrival, device found to be working as expected, but significant play in the fiber optic port would cause the fo signal to drop out when connection was moved. Rubber gasket around fo port found to be damaged due to normal wear and tear. Replacement of the parts listed above resolved the reported issue. Fse replaced assembly upper panel (d997-00-0644). Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) balloon pump was not firing. There was no harm or injury reported.